Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The reaction was located on the area of sensor and extending outside of the area where sensor used to be glued to the skin and started spreading like a fungal infection on stomach from insertion site. The reaction was described as red around insertion site with white in the center with scarring and then it started to spread on the body. The skin reaction was noticed a few days prior to removal of sensor. Time of intervention could not be specified but the patient was taken to see his pediatrician on (B)(6) 2016. The patient was diagnosed with a fungal infection and was prescribed triamcinolone .5% steroid ointment and over the counter (otc) selsun blue and lamisil which the patient used to treat the affected area. The skin reaction took approximately 30 days to subside. At the time of contact, the patient's skin reaction has cleared. No additional event or patient information was provided.